Event description:
While using the esu during a case, the cord between the resectoscope and esu broke and sparked at the resectoscope connector side of the cable. They replaced the cable and continued the procedure.